Event description:
Allegations of scleroderma and/or lupus erthematosus with pleuritis and/or other autoimmune connective tissue disease with skin rashes and definite discolorations of hands and fingers and associated fatigue, due to rupture of implants.